Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined elevated blood glucose (bg) level of 360-370 mg/dl that resulted in customer feeling sick and vomiting. Customer's husband was required to intervene by assisting customer to the bathroom to vomit. Bg was addressed with correction boluses and manual correction injections. The customer reverted to an alternate method of insulin therapy.